Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that implants placed with locator abutments - abutments loosened & pt heard a "crack". Clinician did not see pt for 5 years. Patient returned with implant. #9 implant had fractured locator screw deep inside the implant & was removed.